Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior a laparoscopic hysterectomy, the surgeon felt strong resistance while inserting the obturator to the sleeve. In addition, the obturator was difficult to remove from the sleeve. Another device was used to complete the case. There was no patient involvement.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted: the obturator, trocar cannula, circular seal and duckbill seal appeared intact. During the visual evaluation, some over molding was observed where the tip is molded to the tube of the obturators. A review of the device history record indicates this product was released meeting all medtronic quality release specifications at the time of manufacture. However, a manufacturing fault was identified during product analysis. The root cause of the observed condition was determined to be a result of a manufacturing activity. Improvements have been initiated to mitigate this condition. If information is provided in the future, a supplemental report will be issued.